Event description:
It was reported by pt's counsel that the pt underwent right hip arthroplasty in 2007. Post-op, pt experienced pain and was revised in 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.